Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue; guide catheter: taiga ebu3.25. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed, eccentric, de novo lesion in the mid left anterior descending artery. Pre-dilatation was performed with a 2.5x12 mm nc traveler balloon dilatation catheter. A 2.75x18 mm xience alpine stent delivery system (sds) was advanced in the patient anatomy and crossed the target lesion. However, during positioning of the stent while retracting the sds, resistance was met with the anatomy. The sds could not be moved. After re-positioning the guide catheter several times and continued manipulation of the guide wire, the sds was retracted and removed from the patient anatomy. A kink was noted on the distal shaft. The sds was replaced with another same size xience alpine sds was successfully advanced and the stent was implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.